Event description:
It was reported that during a procedure, the monomer and polymer did not mix to the correct consistency, causing it to be too runny for use. It was also reported that there were no adverse consequences, no medical intervention and no delays as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.